Event description:
During an rf procedure of the lumbar area, the device displayed an error message while in stimulation mode. Trouble shooting was done, which added approximately 45 minutes to the procedure. The case was completed, with no adverse consequences to the patient reported.